Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va11lup, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported patient stated the therapy was not working. There was no environmental, external or patient factors that may have lead or contributed to the issue. The rep stated they went through full 7 programs with no success. The rep noted they replaced the lead and the issue was resolved at the time of the report. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.